Event description:
According to the reporter: the device was fired at an roticulated angle, then the staples snapped and staples did not form properly. The staples came off of the stapling line and it is unk if operative time was extended. Additional resection of tissue was required.

Manufacturer narrative:
(B)(4). (B)(4).